Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a tfcc (triangular fibrocartilage complex) surgery after implantation of the micro corkscrew in the patient's bone, only one suture was released. The other suture was stuck in the screwdriver. An attempt was made to free it by pivoting the titanium wings of the screwdriver, but this disrupted the structure of the suture. It was necessary to cut the thread and extract the implant from the patient's bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1318ft-1 batch number 15185170 was received for evaluation. A visual assessment revealed that the screw fractured at the distal end. The shaft tip appeared bent, and the sutures were frayed and entangled around the anchor/screw. The reported failure is most likely due to user error, such as misalignment during insertion, or prying/levering the device while inserting it.